Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm absence of no delivery. Customer's blood glucose at time of incident was unknown. The customer wants to stop the troubleshooting, she feels that she doesn't have the problem with the pump and it was bad tubing on the last couple of infusions sets. The customer was advised that we are sending 2 replacement infusion sets and sending back 2 in return.